Event description:
A medtronic representative reported that, while in a cranial procedure, it was alleged that the navigation system was inaccurate by 1 centimeter, vertically and laterally, when using instruments within synergy cranial 2.2.6 application. The navigation system had been used accurately for a number of hours without issue. After identifying the inaccuracy, the site opted to continue the use of the navigation system for the remainder of the surgery. The site reported they did not believe the reference frame moved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). No parts have been received by manufacturer for analysis.